Event description:
A delayed keypad response was found during baxter's eval of this spectrum pump.

Manufacturer narrative:
(B)(4). Eval of the device found the keypad had delayed response. This deficiency was caused by a failed processor pcb. The processor pcb was replaced.